Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hernia procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture broke on the first pass. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Device history review records reviewed on batch (B)(4) in-process and finished goods. All tests were accepted per specification. No events were related to the nature of complaint. Manufacturing date (B)(4) 2018 expiry date (B)(4) 2020. Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.